Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event date between august 3, 2022 and november 14, 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2022, the patient underwent the revision surgery with the tfna augmentation for nail breakage reported on (B)(4). On (B)(6), 2023, the patient complained of pain. On (B)(6), 2023, x-ray showed that the nail was broken off at blade are. According to the surgeon, bone union had not progressed because of atypical fracture, and it caused the second nail breakage. On (B)(6), 2023, a second revision surgery will be performed with intertan, bone graft and plate. This report is for tfna fem nail ø11 le 125° l360 timo15 for (B)(4).